Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and it would not deliver insulin. The no delivery alarms were recurring after changing the tubing, new batteries, and new insulin. Customer's blood glucose level went up to 500 mg/dl or 600 mg/dl. The no delivery alarm was resolved with a complete set change. The customer's high blood glucose symptom was nausea. The device was not returned.